Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: device rupture.

Event description:
Patient reporting after a "gynecological examination, the doctor warned of the rupture of one of the prostheses." This relates to the left side. The device remains implanted.

Event description:
Patient reported after a "gynecological examination, the doctor warned of the rupture of one of the prostheses." This relates to the left side. The device remains implanted.